Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as pressure marks and wounds and pains. There was no alleged device malfunction contributing to the irritation. The patient¿s physician removed lv for the skin irritation while patient is in hospital. The outcome of the irritation is unknown as follow up attempts were unsuccessful.